Event description:
The user facility was doing a routine inspection of the suspect device and found two connector pins that were black and discolored. There was not sign of melting plastic on the device. The device was replaced and requested to be returned for evaluation.